Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Maximum temp exceeded the es-1104 temp limit. The attachment exhibited temp increases during both free run testing of 48.5 degrees celsius and load testing of 42.0 degrees celsius. Maximum allowable temp at time of testing was 41.3 degrees celsius. Although the exterior of the attachment did not show any major signs of wear, microscopic eval revealed gear wear on the head tail and head assemblies. Also, a DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an stylus 1:5 hand piece overheated. There was no injury or intervention.